Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during hip revision, while using the watson osteotome handle the top of the handle snapped off when surgeon was malleting it. All parts were retrieved from the patient. This did not cause any delays. The surgeon removed it from femur and broke the blade attachment mechanism doing so. So he was not able to remove the blade from the handle to return it.